Event description:
During an mis hammertoe procedure, the joint was prepped and pre-drilling performed prior to screw insertion. While advancing the screw, a small snap was heard causing the screwdriver to lose engagement. Driver tip was inspected and noticeably broken. A second driver was used and resulted in the same breakage. Larger incision was made in order to remove the driver fragments, total delay in surgery est. 45 minutes.